Manufacturer narrative:
Product complaint # (B)(4). The dxtend metaglene has been determined to be not reportable. It is reasonable to conclude that the indicated disassociation of the metaglene and glenosphere occurred secondary to the fracture of the glenosphere.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address suspected cross-threading of delta xtend glenosphere from initial implantation led to shearing of glenosphere central screw and disassociation of glenosphere from metaglene taper. New metaglene, screws, and glenosphere were implanted along with new cup. Doi: (B)(6) 2016; dor: (B)(6) 2019, right knee.

Event description:
No reported product problem adverse event was the product experience code for extend metaglene as disassociation occurred secondary to the fracture of the glenosphere.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.